Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient met with their manufacturer representative (rep) 1.5-2 weeks ago who adjusted their stimulation. A week ago the patient experienced stimulation in an undesired location. The patient stated that it was not working but then clarified that it was working, just not in the right spot. The patient wanted to meet with their rep again to get more adjustments as there are still feeling pain. The patient would follow up with their healthcare professional (hcp) to set up a meeting with their rep for adjustments. No further complications were reported/are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a patient on (B)(6) 2017. The hcp contacted the patient who stated that they do not know of any event where they experienced stimulation in an undesired location. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.